Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on (B)(6) 2017.

Event description:
It was reported that the patient was not able to connect to their ipg following a surgical procedure. Service app was confirmed for the patient's ipg. Surgical intervention may be pending to address this issue.

Event description:
Additional information received indicated surgical intervention is no longer planed as the patient suffered a cerebrovascular accident, which is unrelated to the scs system.